Event description:
A surgeon reports a patient complained of a persistent dark shadow following intraocular lens implant surgery. A different model lens was implanted in the fellow eye and following this surgery, the patient no longer mentions seeing a dark shadow for either eye. Additional info has been requested.